Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure, the setscrew of the cardiac resynchronization therapy pacemaker (crt-p) would not turn. Repeated attempts were made and the physician chose to replace the device. No patient complications have been reported as a result of this event.